Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. X-ray imaging provided show a locking cap at the caudal end of the construct has dislodged from the screw head. It's possible that excessive force placed on the implant during unknown patient loading or insufficient tightening of the implant may have contribute d to the observed issue. However, the exact cause of the reported issue cannot be determined.

Event description:
It was reported that post-operative imaging revealed the locking cap had backed out of the screw head in a diagonal fashion requiring revision surgery.